Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua02 (compression tracking error) message. Sequence of events that occurred during this incident are as follows: the platform powered up fine. When the start button was pressed the lifeband tightened, retracted, made a ¿clunking sound¿ and immediately released. Then a user advisory ua02 message displayed. Customer also indicated that multiple attempts were made to clear the message with various lifebands and batteries, but were unsuccessful. Additional information was received on (B)(6) 2013, whereby customer confirmed that incident occurred during a cardiac arrest. User advisory message was unable to be cleared and manual CPR had to be initiated. Patient outcome and chest size are unknown; however, no adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Manufacturer narrative:
The platform in complaint was returned to zoll circulation on 07/17/2013 for investigation. Investigation results as follows: visual inspection of the autopulse platform was performed and indicated that the device had a torn load plate cover. A review of the platform archive data exhibited a user advisory ua02 (compression tracking error) message. The reported complaint was confirmed based on the results of the archive review. Functional testing of the autopulse platform was unable to be performed. Further inspection of the device and load cell characterization indicated that both load cell modules were not functioning properly. A possible root cause attributed to the user advisory and defective load cell modules could not be determined based on the evaluation of the autopulse platform.